Event description:
Patient was revised to address loosening of the cup. **update** (B)(6) 2011 - litigation papers received. They mention elevated cobalt and chromium levels, as well as constant pain and loss of mobility. Complaint was reopened to add the femoral head. Also updated patients middle name and dob.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Dimensional inspection found the material wear was low on both components. The area of wear was identified at the equator of the cup, indicating possible edge loading. Patient x-rays to assess component positioning were not provided. The tissue on the cup was identified as fibrous tissue. It is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation). Further investigative results as to root cause determination will be documented on (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.